Event description:
Pt had 70% stenosis x 3 diagonal branch of lad. 3.0x24mm taxus drug eluting stent deployed. Good angiographic result. Integrilin, heparin and plavix given pcr protocol. No complications. The next day pt began having chest pain. Acute myocardial infarction. Subacute stent thrombosis of stent to 1st diagonal branch. Reqired balloon angioplasty of stented segment at 1st diagonal branch-stent previously 100% occluded.